Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg depletion occurred after reaching 75% of specification. Ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient¿s ipg lost communication with external devices and was no longer able to provide therapy, deeming the ipg inoperable. In turn, surgical intervention may be pending to address the issue.